Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power to the second controller was due to the controller exchanged.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and (2) two controllers ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed one (1) motor start event recorded on (B)(6) 2024 at 11:27:30, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed that this was most likely a backup controller. Log file analysis also revealed a controller power up with an associated pump start event was logged on (B)(6) 2024 at 11:27:28. Review of the event log file revealed that the controller was not in use prior to the power-up event, indicating that the power-up occurred during a controller exchange. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2024 at 10:52:57 and multiple event exceptions logged since (B)(6) 2024, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. A vad disconnect alarm was logged on (B)(6) 2024 at 10:59:11 indicating that the driveline was disconnected from the controller likely during a controller exchange. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the observed controller loss of power and vad disconnect alarms can be attributed to the reported controller exchange. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller. D4: (B)(6). H3: yes. D1: controller. D4: (B)(6). H3: yes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2020 / serial or lot#: (B)(6)UDI #: d9: no h3: no h4: mfg date: 24-jun-2019 h5: no additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial or lot#: (B)(6) UDI #: d9: no h3: no h4: mfg date: 13-jan-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed a motor start event with parameters outside of the typical range. It was further noted that one controller exhibited a controller fault alarm due to the depletion of the internal battery, and another controller exhibited an unexpected loss of power. The ventricular assist device (vad) remains in use, one controller was replaced, and the other remains in use. No patient complications have been reported as a result of this event.